Event description:
Procedure: gastric bypass. According to the reporter: after the surgeon had been using the endostitch (tm), the toggle switches locked and she was not able to get the needle out or move anything. There was no tissue damage, no blood loss, and no additional time added to the case.

Manufacturer narrative:
(B)(4).